Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose level (approximately 700 mg/dl) and larger ketones. Reportedly, the customer had to be taken to the emergency room on multiple occasions. Customer was treated with an insulin drip and potassium on both occasions. Customer's bg levels had lowered to approximately 200 mg/dl upon leaving the emergency room.